Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back-therapy pads. The irritation was described as red itchy and appearing similar to a heat rash. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist suggested the use over an unscented over the counter cream/lotion. The patient's wife started cleaning the components and changed the garments more frequently. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back-therapy pads. The irritation was described as red itchy and appearing similar to a heat rash. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist suggested the use over an unscented over the counter cream/lotion. The patient's wife started cleaning the components and changed the garments more frequently. Follow up indicated the irritation improved. Supplemental report 9/10/2021: submitting report to correct section g4.